Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Additional event for this patient reported on medwatch number 1825034-2016-02494. Product location unknown.

Event description:
Patient underwent an open reduction internal fixation procedure approximately fifteen months post-implantation due to non-union of the fracture.